Event description:
The manufacturer received information alleging a ventilator failed testing. There was no harm or injury reported. The manufacturer dispatched a field service engineer to the reporting facility. The device's flow sensor was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported the ventilator's flow sensor was replaced to address test failures during testing. Further testing found the tidal volume delivery was not functioning properly. The device's flow sensor replacement addresses this issue.